Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following concomitant products were used during this procedure: endoscope plus 30 degree, fenestrated bipolar forceps, tip-up fenestrated grasper, mega suturecut needle driver, large clip applier, prograsp forceps, monopolar curved scissors, vessel sealer extend, sureform 60 stapler, and suction irrigator. A site history review found that no complaints have been reported for any of the products used. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died of a non-surgical postoperative complication, and there is no information to suggest this event was related to the procedure directly or the medical device. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted pancreatoduodenectomy surgical procedure. The surgeon reported that the patient later expired on postoperative day six and suspected that the patient aspirated and had a sudden cardiac event. The patient had a history of alcoholism and pancreatitis. The surgeon stated that there were no intraoperative complications and no robotic issues. The procedure was completed as planned. No additional information was provided.